Event description:
Pt having pelviscopy procedure on 5/7/93. Dr doing bilateral oophorectomy through laparoscope and using endoloops. Having difficulty with the endoloop sutures not cinching down properly and some of the endoloops breaking in the applier. Hosp used 3 different appliers and 2 different boxes of sutures trying to determine why the suture was not slipping down and tying the way it's designed to. Hosp used about 12 sutures to have 6 that appeared to tie properly. Right and left oophorectomy accomplished with 2 or 3 suture ligatures used on each side. Pt appeared stable. Both right and left ligament appeared tied off properly and no bleeding apparent. Procedure completed. Pt to par. Pt to or for exploratory laparotomy for apparent abdominal bleeding on 5/8/93. Incision made, abdomen opened and dr discovered many large blood clots and some active bleeding on right side near oophorectomy site. No sutures around ligament. Discovered 2 or 3 chromic sutures in blood clots had apparently slipped off ligament. Ligament ligated with needle suture, bleeding under control. No future bleeding noted. Dr inspected left oophorectomy site, no apparent problem. Pt's abdomen closed, procedure completed and pt to par.